Manufacturer narrative:
The returned device was evaluated and no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. The soft cannula was found to be kinked. The kink did not prevent fluid to pass through the soft cannula. The kink did not cause a leakage along the fluid path. The exact timing of the kink could not conclusively be determined however it could be concluded it did not contribute towards the reported symptom codes. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), the pod was reportedly leaking and the infusion site was swollen. As treatment a new pod was applied.